Event description:
It was reported that the patient sought medical attention at skelmersdale nhs walk in centre due to an infection. Symptoms reported include itching sensation, redness, purulent discharge, and swelling. The patient's blood glucose levels were around 4 mmol/l (72 mg/dl) while wearing the device between 37 and 48 hours on the leg. The patient was diagnosed with an infection and was prescribed antibiotics (name not provided). The pod was discarded, and a new pod was successfully applied. The patient stated needing to seek medical attention on three separate occasions due to an infection. This is case 3 of 3.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. *please note that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available.